Event description:
Device 1 of 3, reference MFR number: 3006705815-2017-00818 and 3006705815-2017-00819. Follow up revealed that the patient's wound has not healed yet. Patient will follow up with their physician.

Event description:
Device 1 of 3, reference MFR number: 3006705815-2017-00818. Reference MFR number: 3006705815-2017-00819. Follow-up revealed the issue still persists. As a result, surgical intervention was undertaken on with a plastic surgeon who repaired the patient's non-healing wound site.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR number: 3006705815-2017-00818 and 3006705815-2017-00819, it was reported the patient's scs system was explanted on (B)(6) 2017 due to an infection. The patient was put on IV antibiotics and the patient continues to see a infection control doctor. The infection has been healing nicely.

Event description:
Device 1 of 3, reference MFR number: 3006705815-2017-00818. Reference MFR number: 3006705815-2017-00819. Follow up revealed that the patient's physician stated that the wound looked good and is healing well.